Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number a device history record review could not be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the scrub tech was setting up for surgery and the screw driver blade was found chipped. There was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: (B)(4)2005, part # 314.491 / lot # 1364521. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Lot number & gtin provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: one 1.3mm cruciform scrwdrvr bladew/spring holding slv-hxc (part 314.491 lot 1364521) was received. This complaint is confirmed, as three of the four cruciform lobes on the tip of the screwdriver shaft sheared off. The sheared off lobes were not returned for evaluation. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned screwdriver is utilized with 1.3mm cortex screws in multiple craniomaxillofacial (cmf) systems including distraction systems. The top level drawing was reviewed during this evaluation. Screwdriver shaft component drawing was also reviewed. No product design issues or discrepancies were observed. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.